Event description:
Since having my implants I have noticed a decline in my health that began the day after my surgery in 2007 and has drastically progressed through the years. I had a rash break out on my breast the week after my surgery. Since my surgery I have been diagnosed with hypothyroidism and hashimoto's. On a daily basis I have one or more of the following symptoms at a time, chronic fatigue, neck and back pain, anxiety, shortness of breath, lightheadedness, fast heart palpitations, muscle weakness, insomnia, skin rashes, panic attacks, chest discomfort, pain around implant, numbness, depression, ear ringing, vertigo, aching joints, brain fog, hair loss, digestive issues, dry skin, I feel like I am dying. Never have I suffered from any of these symptoms in my life prior to the implants and I suffer till this day. FDA safety report ID# (B)(4).